Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor failed to display images. Upon functional testing, the fse identified that the dvi matrix switch was defective. The defective dvi matrix switch was returned for analysis, and it confirmed that there was electrical defect. To resolve the reported issue, the fse replaced the dvi matrix switch. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.